Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue with the abbott diabetes care (adc) device was reported. A customer reported receiving an unspecified low glucose reading of 14 mmol/l on the abbott diabetes care (adc) device compared to readings of 21 mg/dl from a competitor brand meter. The customer noted a diagonal upwards trend arrow which indicates glucose is rising (between 1 and 2 mg/dl per minute). The customer experienced symptoms described as "felt fragile", a loss of consciousness, and was unable to self-treat. An ambulance was called and the customer was transported to the hospital and hospitalized. The customer required unspecified treatment from healthcare professional which is for other medical conditions and not related to adc device issue. There was no report of death or permanent impairment associated with this event.